Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device had triggered elective replacement indicator (eri) due to prolonged charge times in (B)(6) 2015. Boston scientific technical services (ts) noted that therapy be compromised due to the prolonged charge times and impending end of life (eol). Ts noted that the patient should be hospitalized/monitored asap and the device should be replaced. A device replacement was planned. No adverse patient effects were reported. Additional information noted that this device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed the battery status was eri and that it had been set by long charge times. Additionally, a fault code had been recorded. Testing via an oscilloscope confirmed this device had an open connection in an internal component. Boston scientific observed this behavior in a small amount of other devices and implemented manufacturing enhancements designed to mitigate this issue. This device was manufactured prior to the implementation of the enhancements.